Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated that the numbers started scrolling when attempting to deliver a bolus. The insulin pump then alarmed battery out limit as well as failed battery. The customer was unable to clear the alarm because none of the buttons were working. The customer's blood glucose was 23 mmol/l. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer explained that the insulin pump was in her bra but was not exposed to moisture. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on the keypad traces noted. No unexpected button error alarms, scrolling of numbers anomalies, panic button alarms, battery out limit alarms or failed battery test alarms noted during our testing. The insulin pump passed displacement test and off no power test. The operating currents are within specification. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.